Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient receiving di laudid (20mg/ml at 4.949mcg/day) and prialt (1.5mcg/ml at .3714mcg/day) via an implantable infusion pump for unknown indications for use. It was reported that the patient's pump had motor stalls. It was unknown if there were any environmental, external, or patient factors that were causal or contributory regarding this event. The patient presented for a pump replacement due to the motor stalls noted by their managing team. Two session reports were provided. The session report from (B)(6) 2026 showed nine motor stalls with subsequent recoveries, and the session report from (B)(6) 2026 showed 3 motor stalls in one day with subsequent recoveries each time. The motor stalls from the (B)(6) 2026 report occurred (B)(6) 2026 3:30pm motor stall and subsequent recovery at 3:09pm, (B)(6) 2026 20:24am motor stall and subsequent recovery at 10:50am, (B)(6) 2026 9:16am motor stall and subsequent recovery at 9:30am, (B)(6) 2026 9:06am motor stall and subsequent recovery at 9:50am, (B)(6) 2026 5:04pm motor stall and subsequent recovery at 5:10pm, (B)(6) 2026 1:22pm motor stall and subsequent recovery at 1:28pm, (B)(6) 2026 6:37pm motor stall and subsequent recovery at 6:46pm, (B)(6) 2026 12:46pm motor stall and subsequent recovery at 1:56pm, and (B)(6) 2026 7:20pm motor stall and subsequent recovery at 7:26pm. The motor stalls from the (B)(6) 2026 report occurred (B)(6) 2026 11:38am motor stall and subsequent recovery at 11:53am, (B)(6) 2026 2:01pm motor stall and subsequent recovery at 2:06pm, and (B)(6) 2026 2:53pm motor stall and subsequent recovery at 2:58pm. The issue was resolved at the time of the report and the pump was returned to the manufacturer.

Manufacturer narrative:
H3. The pump was received (B)(6) 2026, however analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.